Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed & capsular contracture, baker grade ii.

Event description:
Patient representative reported "pain, dizziness and exhaustion, anxiety, capsular contracture", "capsule but no contracture" and "implant intact" via mammogram and sonogram. Later healthcare professional reported "capsular contracture baker grade ii" and "gel bleed". This is for the right side. Device was explanted and replaced with a non-abbvie device. Device was discarded.